Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned and analyzed. The lead appeared to have been stretched and damaged at implant. Blood was found in/on the helix/lobe mechanism, and the inner insulation was kinked buckled.

Event description:
It was reported that during the implant attempt, the helix of the atrial lead would not extend, even after 50 rotations. The lead was not used, and another lead was implanted. No patient complications have been reported as a result of this event.